Event description:
Pump interrogation revealed intermittent pump stalls. No motor stall recovery was noted. The hcp planned to replace the pump. Additional information has been requested, a f/u report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).